Event description:
Had cervical surgery on c5 c6 in (B)(6) 2012. When had surgery, I was getting no better. I was getting worse each month going to the doctors complaining how I was not getting better. My throat was swollen, so he put me on steroids, antibiotics. My throat had swollen up so bad and I had a horrible cough. Went to the emergency room. The next day I went to my family doctor. Was put on penicillin and antibiotics and a strong cough medicine. Had a bad left pain in my left leg. Heard something on tv about if you had this type of surgery, medtronic, call this number. I was told by my doctor's nurse that that's what he used on me was medtronic. Dr denies it. I did some research on what the doctor used on me. I got my hospital records, my insurance bill and checked everything that he used on me. If you were in my shoes and you had to wake up every morning with so much of pain, your throat swells up it's hard to talk or swallow any type of food. This february will be 2 years that I've had that surgery. A week before (B)(6), I found out that I have spinal stenosis, narrow of the lumbar. I had grafton putty made by ostotech. The cage the doctor had used on me was made by medtronic. On my papers, written by the doctor it says he used demineralized bone matrix. I never thought in my life that I would be suffering this much since I've had that surgery my left arm, my left leg, my back of my throat, left side of my head, my neck feels like it is broken. If I would have known I would be like this after the doctor did the surgery on me I would have never had this done. I just wish he would have never used those products on me.